Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (10 mg/ml at 2.7 mg/day) from an implanted pump. The indication for use was non-malignant pain. On (B)(6) 2016 the patient was admitted to the intensive care unit in septic shock. It was unknown what led to the issue, however the pump was interrogated and no changes were made. At the time of the report the patient was alive with no injury. Additional information was reported by the rep on (B)(6) 2016. It was reported that the trouble shooting done was to turn the pump to minimum rate and then back to 0.48 mg/day. The actions interventions take was to ventilate the patient. The cause of the septic shock was unknown, however it was noted that the patient is doing better and will be discharged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.